Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed (only applicable if no error codes from logs) or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. Clinical territory associate (cta) contacted isi technical service engineer (tse) and reported monopolar curved scissors (mcs) tip cover accessory came off when they were removing the instrument. The cta was present and did not see any strange reason for it to come off. Surgeon advised caller that this was the 2nd time that this issue occurred to him. Surgeon was davinci trained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: issue was identified during a dv 5 system procedure. In the middle of the case, while doing a normal instrument exchange, the customer observed that the tip cover was missing, because they saw the monopolar curved scissors (mcs) orange part was visible. It was confirmed that the tip cover was present during the beginning of the surgery. The surgeon advised to look in the cannula, as that issue occurred to him a month ago while on an xi system. Customer found the mcs tip cover in the cannula and used a laparoscopic grasper to remove the tip cover from the cannula and placed a new cannula. Caller reported both the surgeon, and the or staff have been using dv systems for years and are very familiar with the system. This issues never occurred previously and now it occurred twice in a month period. Caller agreed to verify the procedure information. Patient demographics were not provided. Caller stated that customer did not provide procedure information regarding the issue that occurred previously with the xi system, and it was confirmed that customer did not report the previously occurring issue.